Event description:
A hospital in (B)(6) reported via their distributor that an rt206 adult breathing circuit did not pass the leak test. This was found before use on a patient.

Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The device is still on its way to our facility. We will provide a follow up report on our investigation results once we receive the device.